Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4810mlc was removed on (B)(6) 2019 due to loss of osseointegration 5 years and 6 months after implantation. The patient has history of thyroid cancer. The doctor noted bone resorption during explantation. The patient required bone augmentation for the surgery. The patient required another surgical intervention to recover.